Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and cardiac arrest. It was further reported that the pacing provided by the implantable pulse generator (ipg) stopped for long intervals. Reprogramming occurred and the device was later extracted and replaced. No further patient complications have been reported as a result of this event.